Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patients were not showing. A technical support specialist (tss) dialed into the server and ran a downtime query, confirming that everything was functioning correctly. The cce xml sent time, last heartbeat local date time, and xml processed time were all current with the server time. Upon checking health sight viewer (hsv), it was found that the critical override had been set manually two hours prior. The tss made an outbound call to the customer to inform them of the findings. The customer verified that everything was in order. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server patients were not showing. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.